Manufacturer narrative:
An evaluation conducted on the returned abutment confirmed that the external hex of the abutment was broken as well as the screw. An examination of the crown revealed significant damage to the top of the crown which the doctor confirmed was a result of the patient's problem with bruxism which may have led to the fracture. A new restoration will be placed.

Event description:
On january 13, 2010, a doctor reported to attachments international, inc. That on (B) (6) 2010 a patient had to see an oral surgeon in order to remove the screw threads from an abutment screw that had fractured inside an implant.